Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm or moisture damage inside the device was noted. The device was also received with a scratched lcd window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and crack on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was dropped in water. Blood glucose value was 113 mg/dl. The customer removed the battery and the alarm was cleared but the buttons were not responding. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.